Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the patient's suspected gastrointestinal (gi) bleeding event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 3 years, 4 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted on (B)(6) 2017 due to presenting with black tarry tools and suspicion of gastrointestinal bleeding. At the time, the inr was 3.3 and hemoglobin level was 10.2 g/dl. An endoscopy was performed and no active bleed was found. On (B)(6) 2017, the patient was discharged with a hemoglobin level of 10.3 g/dl. It was reported that no blood products given during the admission. The healthcare providers would continue to monitor the patient. No further information was provided